Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the hematocrit saturation component was damaged. No other details regarding the event were provided. The monitor was originally returned for a standard reference sensor test failure. Since the event occurred at the service center, there was no pt involvement during this event.